Manufacturer narrative:
This event occurred in (B)(6). The customer had not changed the pinch tubing recently even though it is on their maintenance list to change every it every 3 months. The field service representative found the pinch tube was worn. He replaced the pinch tube, which appeared to solve the issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter received questionable sodium results for 4 patients and questionable sodium and potassium results for 2 patients on a cobas 6000 c501 module. Refer to highlighted sections of attachment "(B)(6)" for patient results. The results were reported outside of the laboratory. The electrode lot numbers and expiration dates were requested, but not provided.